Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcbfluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the control body corroded, the lg cable connector housing leaky, the remote control buttons cut, the root brace rubber cut, the air/water nozzle loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).